Event description:
Based on the core lab review of the imaging 6 months follow up, 71-99% parent vessel stenosis was noted. However, the stenosis reduced to 0-25% at 1 year follow up. The stenosis did not lead to any serious injury, stroke or neurological event. No treatment was required. No further information is available.

Manufacturer narrative:
D4 expiration date: added. H4 manufacturing date: added. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. Additional information provided by the customer indicated that there was no allegation against the subject device, there was no extra tortuosity in the patient's anatomy as a catalyst 5 was easily navigated up to the mid basilar artery, and there were no difficulties encountered during the procedure that could have contributed to the patient's post procedure complications. It was also noted that the 6 month follow up imaging was performed by 3d-tof mra which is known to show false occlusion and stenosis frequently. It is possible that the 71-99% parent vessel stenosis interpreted at 6 months was produced by susceptibility artifacts as dsa imaging performed at 12 months showed 0-25% stenosis. However, the image finding of reported parent vessel stenosis is a known and anticipated complication to these types of procedures and patient condition, and is listed as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complications has been assigned to the reported event.

Manufacturer narrative:
The subject device remains implanted inside patient.

Event description:
Based on the core lab review of the imaging 6 months follow up, 71-99% parent vessel stenosis was noted. However, the stenosis reduced to 0-25% at 1 year follow up. The stenosis did not lead to any serious injury, stroke or neurological event. No treatment was required. No further information is available.